Manufacturer narrative:
H2) additional information added to section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
There was a 10 minute delay.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the site was seeing a delay in feedback in the software while in surgery. According to the medtronic representative (rep), when the surgeon let go of the foot pedal while doing trace registration, it took a few seconds for the system to stop recording trace points. The site was navigating optically and began with three point touch registration. It was stated that the three points on the patient model were off center. The site passed registration but was not satisfied with the result when verifying. The site swapped to trace registration and they were able to register the patient successfully. It was noted that the patient scan appeared to be follow the stealth protocol, it had the tip of the nose and the top of the head, and the resulting registration model appeared smooth (the model was auto-refined). The surgeon's trace pattern had short waves across the bridge of the nose and longer waves across the top of the head (they avoided tracing on soft anatomy). Additionally, when the rep went to interact with the camera cart mouse, they were not seeing the mouse move. The rep then tried touching the camera cart screen with no response. The rep moved to main cart and saw the same result when touching that screen. After an unspecified amount of time, they were able to interact through either monitor and mouse. There was no impact on the patient's outcome.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735762, version: 2.1.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Already reported codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6) a software investigation analysis was completed to determine the probable cause of the issue. Analysis found that there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.